Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the peritoneal dialysis catheter was disconnected at the titanium joint junction. It was also stated that an abnormality was found on the broken pipe wall and the wall of the tube was thinner than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tube placement for home treatment, the peritoneal dialysis catheter was disconnected at the titanium joint junction. The doctor described the tube's wall became thin and crisp, easily broken or broken or suspected tobe fractured. It was stated that the catheter was not replaced completely and they just cut off a section of the tube which had problems then,after disinfection the catheter was connected again. The location of the problem was not in the body, but in vitro.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led no evaluation because no photographic image of a device was received. Without a photograph or physical product post market vigilance cannot reliably determine the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tube placement for home treatment, the peritoneal dialysis catheter was disconnected at the titanium joint junction. The doctor described the tube's wall became thin and crisp. It was stated that the catheter was seen fractured. The catheter was not replaced completely and they just cut off a section of the tube which had problems. The catheter was connected again after disinfection. The location of the problem was not in the body, but in vitro. There was no patient injury.